Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door had failed and required maintenance, preventing the users from medications being dispensed. The customer stated that this malfunction caused a delay in dispensing medication to patients, since the user had to get the medication from other station or pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was found that the tower door had failed and required maintenance. A field service engineer (fse) reseated the cables and performed functional testing, which confirmed that the issue was resolved. The inventory was also checked and tested, and all components were found to be functioning properly. The system functioned as intended after the field service engineer repaired the device.